Event description:
The user experienced erratic co2 results for multiple patients, the exact number is unknown. He provided co2 results for two patient samples: patient 1, initial co2 result was 43.9 mmol/l. The sample repeated on the same analytical d module ((B)(4)) gave 28.7 mmol/l. The repeat result was deemed to be correct and was reported outside the laboratory. Patient 2, initial co2 result was zero. The sample repeated on the same analytical d module ((B)(4)) gave a normal result, the exact value was not provided. The repeat result was reported outside the laboratory. The patients were not affected by the issue. The co2 reagent lot number was not provided. The field service representative determined the sample probes were misaligned and were hitting the right side of the outer cuvettes. He changed cuvettes and performed a probe adjustment. The field service representative also cleaned the vacuum lines and verified all rinse station adjustments were properly aligned. The user successfully ran co2 calibration and quality control.